Event description:
It was reported to philips healthcare that the heartstart mrx therapy knob was broken. There was no patient involvement.

Manufacturer narrative:
(B)(4): a follow-up report will be submitted upon completion of the investigation.